Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call, the customer was having issues with the dual square. Customer stated the dual square option disappeared from the bolus menu. Customer's blood glucose was 13.6 mmol/l. Customer is returning the device for analysis, troubleshooting unknown.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. Dual/square bolus option appeared under bolus set up option screen properly. No bolus anomaly noted. Device received with intermittent button response due to flattened dome switch on the up arrow button, esc and act button. Lcd connector was inspected and no anomaly was noted. Device received with cracked reservoir tube lip.